Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh removal/revision on (B)(6) 2004, (B)(6) 2007 and (B)(6) 2010 due to pelvic pain and bleeding. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse and urinary and bowel incontinence.

Manufacturer narrative:
(B)(4). It was reported that patient underwent proctectomy with end colostomy, small bowel resection, intraoperative omental pedicle flap, removal of prolene mesh, uretex pubovaginal sling, cystoscopy, reexploration with partial cystectomy and excision of eroded mesh and placement of double j stent in right ureter on (B)(6) 2004 by dr. Cima for severe pelvic floor dysfunction, sui and mesh erosion to the posterior bladder wall. Patient had reexploration of abdominal wound, release of sutures, placement of an on-cue subcutaneous local pain pump and wound closure on (B)(6) 2004 by implanting surgeon for presumed genitofemoral nerve entrapment and abdominal wound pain. Patient had abdominal exploration, lysis of adhesions, completion of colectomy, construction of end ileostomy, repair of parastomal hernia with the implantation of allogenic material, exploration and excision of mesh in the suprapubic region, revision of previous sling, repeat uretex pubovaginal sling and cystoscopy by dr. (B)(6) on (B)(6) 2007 for suprapubic pain, chronic constipation and persistent sui. Patient had a laparoscopic cholecystectomy in 2008.